Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000 mcg/ml for a total dose of 375 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient presented to the emergency room with symptoms of increased spasticity, itchiness, and irritability. The pump was read and there was no alarms. The pump reservoir was accesses and they aspirated 17 ml and expected 18 ml. It was noted that the patient had a refill 10 days ago. The patient was given a 7 mcg bolus an hour ago, but the result of the bolus was unknown. The patient also reported that there might be some puffiness at the pump site. It was noted as a sudden change in symptoms. The patient was having an x-ray and preliminary work to determine next steps. Event date was noted as (B)(6) 2017. Additional information received from a manufacturer representative reported the healthcare professional was the initial reporter. The cause of the increased spasticity, itchiness, irritability, and puffiness at pump site was still unknown. The patient responded to a 75 mg bolus, and was still in hospital undergoing work up for possible causes of symptoms. The cause of the symptoms was not determined and the issue was not resolved. Information was provided from a healthcare professional. No further complications were reported/anticipated.